Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had an infection at the exit site. It was reported that the patient had a fever of 100.6, with o2 sat of 82% and elevated white blood count.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had an infection at the exit site. It was reported that the patient had a fever of 100.6, with o2 (oxygen) saturation of 82% and elevated white blood count. It was stated that there were no issues with the catheter and the ointment used on the exit site was tegaderm with chg (chlorhexidine gluconate). The catheter was removed and patient was given IV (intravenous antibiotics) and was discharged from the hospital. There was no patient injury.